Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument. The fse determined the vacuum for reagent probe a was weak, causing a leak. The fse replaced the reagent probe a collar wash valve to resolve the issue. The beckman coulter internal identifier for this report is (B)(4).

Event description:
A customer reported to beckman coulter (bec) that their unicel dxc 600 pro synchron system leaked from reagent probe a. The operator wore personal protective equipment consisting of gloves and eye protection. There was no report of operator injury or adverse effect as a result of this event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with this event.